Manufacturer narrative:
Additional components involved in the event: product family: drg model: mn10350-50a, UDI: (B)(4), serial: (B)(4), batch: 8009711. Product family: drg model: mn10350-50a, UDI: (B)(4), serial:(B)(4), batch:7610197. Product family: drg model: mn10350-50a, UDI: (B)(4), serial: (B)(4), batch: 7816225. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a headache post-trial procedure. The physician suspected a cerebrospinal fluid (csf) leak, and blood patch was performed . Post procedure the patient's headache resolved .the investigation did not determine which lead contributed to the adverse event.